Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm, which was resolved by a complete set change. Blood glucose level at the time of the incident was not provided. Customer reported having a blood glucose level over 500 mg/dl for two days leading up to the call. During troubleshooting, the customer was able to get insulin to exit the device. The customer was advised that the resevoir would be replaced but did not reutrn a product for analysis.